Event description:
A surgeon reported an unexpected postoperative refraction and the lens was off axis following intraocular lens (iol) implant surgery. Additional information was received from the technician, who reported the patient has elected to wear glasses. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 09/21/2011 and 10/17/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).